Event description:
Two endeavor sprint rapid exchange drug eluting stents were successfully deployed in the proximal and mid lad following predilation resulting in 0% stenosis. Ivus confirmed complete apposition of the stents to the vessel wall. Approximately nine months following the stent implants bleeding in the lower alimentary tract was observed. The investigator reports that there was no causal relationship between the event and the product, zotarolimus or procedure. Event was reported to be life threatening. Pt was treated with infusion solution and meals were restricted. The pt was dosed warfarin as treatment for mitral valve replacement and it is reported that this, in combination with the anti-platelet drug, may have contributed to the bleeding event. Pt is reported to be in remission. Reference MFR report numbers 9612164201100650.

Manufacturer narrative:
(B)(4): eval, results: (gi bleed). (Based on the info provided no root cause can be determined). Eval, conclusion: no conclusion can be drawn (based on the info provided no root cause can be determined).

Event description:
Melena was observed in patient ten (10) months post index procedure. Blood infusion was performed. Patient expired on the following day due to bleeding from the gastrointestinal tract. Investigator has indicated that event was not related to the study event or study procedures.

Manufacturer narrative:
Aspirin was discontinued due to gi bleed event approximately 10 months post index procedure. No other new relevant information. If information is provided in the future, a supplemental report will be issued.